Event description:
It was reported that the user was hospitalized for hyperglycemia. Symptoms (vomiting) began on (B)(6), 2026, and escalated on (B)(6), 2026. The user's continuous glucose monitor (cgm) consistently displayed values around 100 mg/dl and did not exceed their programmed high alert threshold. Upon visiting the ER, clinicians identified that the user's actual blood glucose was over 249 mg/dl. The ER staff indicated to the user that a medication they were taking was falsely lowering cgm readings, however, no additional detail were provided. The patient was treated with insulin and saline drips, recovered, and was discharged without new prescriptions. The healthcare provider was aware of the event, and the user has since discontinued the suspected medication, established precautionary measures, and continued to use the cgm system with updated information.

Manufacturer narrative:
The reported hyperglycemic event was determined by ER staff to be related to the user's medication; however, no additional details were provided regarding the specific medication or the basis for this assessment. There was no allegation against the eversense sensor or transmitter, and no further investigation was required.